Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention, however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol 3dmax mesh (device #1). An additional emdr was submitted to represent the bard/davol ventralight st echo mesh (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for repair of a hernia on (B)(6) 2018 and an unspecified bard/davol 3dmax mesh was implanted. It is alleged by the attorney that the patient underwent surgical repair on (B)(6) 2019 and an unspecified bard/davol ventralight st echo mesh was implanted to treat six additional hernias that had developed since the prior procedure. Since the procedure, patient experienced discomfort and pain. It is also alleged that the device was defective.